Manufacturer narrative:
Analysis of the lead revealed that the lead body was stretched. The lead was originally 28 cm and had been stretched to approximately 30.5 cm. Conclusion code no longer applies to the event. Additional method code.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0wn0e, product type lead. (B)(4).

Event description:
The manufacture representative reported that a "defective" lead was used in a case and then explanted during the same procedure. Patient symptoms, additional malfunction details, troubleshooting, cause, actions, and patient outcome remain unknown.